Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high pacing impedance on the right ventricular (rv) lead. Rv lead fracture was suspected. No changes or intervention was performed. The patient condition was unknown.